Manufacturer narrative:
This event occurred in (B)(6). (B)(4). Medwatch field sex was also provided as female. A clarification of the correct patient sex has been requested. (B)(6). (B)(6). Device not available.

Event description:
The customer stated that they received erroneous results for one patient tested with roche cardiac trop t sensitive (tnt) test strips. The patient visited the rehab clinic based on orthopedic problems. The patient complained of chest pain on his left side and the patient had a history of cardiac problems. The patient was tested with a tnt test strip at 2:50 and this resulted as negative (<0.1 ng/ml). The electrocardiograph (ECG) of the patient was normal at this time. The patient still continued to have symptoms, so tnt and ECG testing was repeated. The ECG was largely normal. A tnt test strip measurement was performed at 9:30 and this was negative. The patient also had a sample collected for laboratory testing (unknown method) at the hospital and this sample resulted as 0.20 ng/ml at 11:50. Since the result was positive, the patient was sent to the hospital. A second sample was collected from the patient and tested with the laboratory method at the hospital, resulting as 0.37 ng/ml at 16:34. On (B)(6) 2017, a third sample from the patient was tested with the laboratory method at the hospital, resulting as 0.38 at 10:04. The patient was not harmed and did not suffer any damage caused by the incident. No adverse events were alleged. The customer's test strips were requested for investigation, but no more test strips were available to send. Relevant retention material of tnt test strip lot 21366110 were measured with one native blood sample and three spiked edta blood samples. ( c=80-100 ng/l,c=200 ng/l and c=300 ng/l). Each sample was measured with three test strips. The plasma from the edta blood samples were also measured on a cobas e 411 immunoassay analyzer (e411). Results: native blood sample: the results showed negative, no detection line, only control line (=negative). Spiked blood samples: the results showed positive, visible detection line and control line (=positive). Cobas e411 results: native blood sample: 5.02 pg/ml, first spiked blood sample (c=80-100 ng/l): 92.17 pg/ml, second spiked blood sample (c=200 ng/l) :183.6 pg/ml, third spiked blood sample (c=300 ng/l): 300.5 pg/ml. All results met specifications. There was no indication of a product problem.

Manufacturer narrative:
The patient sex has been confirmed as male.